Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 90 mg/dl. The customer stated that the screen had a scroll that was ramping. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping anomaly or scroll bar anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.